Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow up 08-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy and a request for confirmation of quality. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither a batch number nor complaint sample were provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary,there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had been to the hospital numerous occasions after essure (fallopian tube occlusion insert) insertion for a miscarriage, abdominal pain and severe headaches. These events were considered serious due to hospitalization. Only miscarriage is unlisted according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, limited information was provided; consumer only mentioned a miscarriage. Considering miscarriage is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions or fetal chromosomal abnormalities; causality between this event and essure is considered unlikely. Regarding the remaining events, after essure insertion abdominal pain and headaches may occur. Therefore, causality with the suspect insert cannot be excluded. In addition, non-serious events were reported. This case was regarded as incident, since consumer stated she had been to the hospital in several occasions. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. The consumer reported she had been to the hospital numerous occasions for a miscarriage, abdominal pain, severe headaches and the list goes on. She was constantly in a battle with weight gain due to inflammation of this foreign body and due to a nickel allergy that was never told to her that the product was made of it or was she tested beforehand; she broke out in rash and hives randomly and had brain fog and blurred vision, which she never had before essure. She stated every time she went to the physician or the ER she was told everything was normal. She also stated she needed assistance due to constant pain. Follow-up received on 18-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4)). The consumer was (B)(6) at the time of report. She reported that she had essure implanted back in 2008 and stated that she was never tested for a nickel allergy. About 3 months after having essure, she started having rash all over her arms, legs, stomach and back (she thought it was something she ate). She started having headaches that were unbearable and went to the emergency room only to be told just an allergic reaction to something she probably ate or touched and sinuses for her head which wasn't the case. She stated she was taking claritin to benadryl all the time and was asleep when not at work. It was taking away time with her kids. There were times that she just scratched and popped tylenol all day to try and get rid of the headaches. Out of nowhere, her periods started being like a category 5, her back and abdominal pain were like she was in labor, she presented flow that had her change clothes two to three times a day plus she would bloat like she was 5 months pregnant and that look never went away (stomach still big at the time of report). She experienced leg pain that had her almost immobile. As the time continue to pass she flossed her teeth and a piece broke off (she never had that issue before essure). She also mentioned sharp pains constantly stabbing in her sides that made her only want to lie down in bed. Consumer went to the emergency room again and was told nothing was wrong but to go to her primary care physician because her thyroid numbers was high. She was in pain and confused with all these ailments and stated that she was as healthy as possible before essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had been to the hospital numerous occasions after essure (fallopian tube occlusion insert) insertion for a miscarriage, abdominal pain and severe headaches. These events were considered serious due to hospitalization. Only miscarriage is unlisted according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, limited information was provided; consumer only mentioned a miscarriage. Considering miscarriage is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions or fetal chromosomal abnormalities; causality between this event and essure is considered unlikely. Regarding the remaining events, after essure insertion abdominal pain and headaches may occur. Therefore, causality with the suspect insert cannot be excluded. In addition, non-serious events were reported. This case was regarded as incident, since consumer stated she had been to the hospital in several occasions. A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring.